Manufacturer narrative:
Findings: unit received with a blank display due to corroded battery tube including the power board. No traces of corrosion found at the motor or electronic assemblies. Unit passed leak test. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank display before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.